Event description:
The customer reported that the system would not calibrate and locked up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The probes were calibrated during the service call. The system was found to be working as intended and put back into service.